Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the midline incision. X-ray was taken and revealed that the leads had migrated and a lead sync was taken and detected a lead movement. The patient was prescribed with lidocaine patch to relieve superficial sensitivity. The patient underwent a lead revision procedure and was doing well postoperatively.